Manufacturer narrative:
Procedures were rescheduled due to the reported event. A steris service technician arrived onsite following the reported event and found the hose from the facility's water heater to the unit's big blue filter housing detached. The technician replaced the hose and o-ring to the filter housing, ran a test cycle and confirmed the unit to be operating properly. The system 1e was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.